Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer reported that the insulin pump alarmed button error. Customer's blood glucose at the time of hospitalization was 521 mg/dl. Significant events leading to the hospitalization were: button error on the pump and nasea and vomiting and diarrhea. Customer was not wearing the pump at the time of hospitalization. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
The serial number provided with the initial report was incorrect. The correct serial number has been provided with this report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.